Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents with specifications. The device passed the displacement test. However the insulin pump alarmed during the prime test as a result of a missing motor support disk. Further testing could not be performed due to the alarm. The device was received with scratched lcd window.

Event description:
It was reported that the customer's insulin pump was not functioning properly. No further information was provided.